Event description:
It was reported that the device was defective. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed , and root cause could not be determined.